Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was received for visual examination. No damages were observed. The lens was also inspected at 10x microscope magnification no cosmetic defect such as scratches or depression marks was detected. Small residue of viscoelastic (ovd) observed on the leading haptic and lens edge. Also, loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic acrylic 3-piece lens. Diopter measurement was performed by a certified operator according to the optical specifications. Lens passed the optical properties. No deviation was detected in the complaint lens. The diopter result was 20.5 as reported in the initial report. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to dysphotopsia. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.